Event description:
Approximately 1 year and 10 months after heartware lvad implantation, the patient experienced a vad stop in her controller. The patient reported to the vad coordinator that while connected to both batteries, she recognized a pump restart. An elective controller exchange was performed and a new set of controllers was given to the patient from hospital stock. The event was resolved and there was no reported patient injury. Investigation is ongoing.

Manufacturer narrative:
The product was returned to heartware in order to evaluate the performance of controller in relation to the reported event. Review of the device history records confirms that the devices met all specification for release. Review of the (B)(4) logs confirmed that the controller had lost its power once in the reported event date. However, the power interruption event could not be reproduced during the testing. Therefore, the cause of the vad stopped complaint for (B)(4) was undermined. No additional information will be forthcoming.

Manufacturer narrative:
The devices have been received and evaluation still ongoing. Preliminary review of the log files has confirmed the vad stop. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.